Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("left side implant went first well to the tube, it was discharged normally and wheel was rolled until the end. Insertion catheter did not anyway release from implant but it stretched. Finally it released when physician had dragged whole system outward") in a female patient who received essure (batch no. He01187). On an unknown date, the patient started essure. During insertion procedure, the patient experienced device deployment issue. At the time of the report, the device deployment issue had resolved. The reporter provided no causality assessment for device deployment issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-feb-2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Since products were returned to us for investigation, we were able to conduct an investigation of the actual devices involved in this complaint. As received, for system 1, we visually inspected the returned device and we detected damage in the tight pitch coil (stretched) (sys1pic1). IFU steps were completed, all bonds were cured (sys1pic2), it was not possible to measure the length of the delivery catheter due to the conditions of the device; for system 2, we visually inspected the returned device and we detected damage in the tight pitch coil (stretched) (sys2pic1), IFU steps were completed, all bonds were cured (sys2pic2). It was not possible to measure the length of the delivery catheter due to the conditions of the device. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: case was upgraded to other reportable incident due to regulatory authority request. Company causality comment: during essure (fallopian tube occlusion insert) insertion procedure in a female patient of unspecified age, the left side implant went first well to the tube, it was discharged normally and wheel was rolled until the end. Insertion catheter did not anyway release from implant but it stretched. Finally it released when physician had dragged the whole system outwards. This event, interpreted as device deployment issue, is anticipated in the reference safety information for essure. In the present case, the event occurred during essure insertion procedure hence causality with the suspect insert cannot be excluded. Based on the available information a product quality defect could not be confirmed but is considered plausible. This case was upgraded to other reportable incident according to the health authority's request.